Manufacturer narrative:
An event regarding a product mix involving an exeter stem was reported. The event was confirmed via evaluation of the box, label and part, method & results -product evaluation and results: a visual inspection was conducted on the device, label and packaging. The catalog and lot number on the box and label (0580-1-442, lot a00976) did not correspond to the catalog and lot number laser marked on the stem (0580-1-352, lot g8754849). Material analysis, functional and dimensional inspections were not be performed as they were not relevant to the event. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been 11 other similar events for the reported lot all related to the same issue. Conclusions: it was reported 'incident was described to me over the phone on the afternoon of (B)(6) 2025, by a scrub nurse present in theatre. Surgeon opened an exeter stem 44 no.2 for implantation, and quickly realised that the actual stem in the box was not a 44 no.2. The nurse wasn¿t 100% sure but knows it was a 37.5. Theatre have retained the implant, for our further investigation. There was a slight delay whilst the theatre team went to fetch a replacement stem, and the surgery was completed satisfactorily. Mixing of cement had not commenced when the issue was noted.' A visual inspection was conducted on the device, label and packaging. The catalog and lot number on the box and label (0580-1-442, lot a00976) did not correspond to the catalog and lot number laser marked on the stem (0580-1-352, lot g8754849). This event is deemed to be a manufacturing issue. Manufacturing nc was issued on 15 aug 2025 for this event.

Event description:
No new information.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event.

Event description:
As reported by the rep: "surgeon requested for a 44/2 exeter stem to be opened, the outside box and inside stickers were checked by surgeon and scrub staff, both were correct. However, after cementing the surgeon decided to check the laser marking on the stem as something seemed amiss, the code on the stem was actually: 0580-1-352 which corresponds to a 37.5/0 exeter stem. No other stems were opened during that case and stickers and box were checked again showing: 0580-1-442, a 44/2 150mm exeter stem. Surgeon used a plus head instead of a minus head, with the smaller stem to account for the difference.".